Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with a defibrillation electrode. The customer reports that when the pads were plugged into the monitor, they did not connect, no wave form. The customer further reports that there was no pt injury or ill effect.

Manufacturer narrative:
Submit date: 04/22/2013. An investigation is currently underway. Upon completion, the results will be forwarded.